Event description:
Patient has 2 screws in her right calcaneus. During the exam the patient was repositioned several times, due to patient complaining that her heel was burning. The exam was stopped.

Event description:
Patient has 2 screws in her right calcaneus. During the exam the patient was repositioned several times, due to patient complaining that her heel was burning. The exam was stopped.